Manufacturer narrative:
(B)(4).the device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - re-insertion. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the stent delivery system (sds) would not cross the pre-dilated lesion in the moderately tortuous, mid left anterior descending artery that had a 90% stenosis. Resistance was encountered during the attempt to remove the sds from the (unspecified) guide wire, so the sds and guide wire were removed from the patient as one unit. It was difficult to reinsert the guide wire and the sds into the patient so they completed the procedure with different devices. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.